Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The pump battery depleted from 100% to 10% within 72 hours. There was no reported impact to the customer's blood glucose level. Reportedly the customer would continue to use the pump for insulin therapy. The customer also had manual injection supplies available.